Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the reason for return which was that when attempting to initiate an interrogation the correct software for the implantable heart device would not start automatically and it was attributed to the radiofrequency head connector on the link electronic module (lem) board being defective. It was additionally noted that there was no paper in the printer tray. The lem board and stylus were replaced, paper was added, the cooling fan was replaced as a preventive, the touch screen was calibrated, new software was installed and the device was cleaned. It then passed its electrical safety test and all final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer had been used as a second spare programmer and was misplaced when the department was moved to another part of the hospital. It was further reported that when it was located the programmer powered up but when in the "find patient" screen searching for a device it appears to work but the correct software for the implantable heart device is not started automatically. It was noted, however, that a manual interrogation seemed to work fine. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.